Event description:
A dentist alleged that a patient experienced a chemical burn on the gum after receiving treatment of a worn tooth neck with futurabond u and an unk filling composite.

Manufacturer narrative:
We consider it unlikely that fbu causes the above mentioned symptoms when used properly. The case was assigned to the dept of reclamations and documented. No reports have been received regarding other cases of this type in relation with futurabond u. No further measures are planned on this matter.